Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000905r, serial/lot #: g05s161503 rev. Ab, ubd: , UDI#: h3) the manufacturer representative went to the site to test the imaging system. Hardware parts were replaced. Codes: b01, c02, d0302 the panel was returned for analysis. It was installed into a know functional system. The system initialized. Motion, generator, comm unication and charging readied. 2d and 3d images were successful. Codes: b01, c19, d0302 this regulatory report is being submitted due to retrospective review through fa1542, CAPA 722471, 806 report # (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the abnormal images were displayed in 2d and 3d. After re-starting, the abnormal images were resolved, but the 3d image did not have [nav] and could not be transferred to navigation. The lan cable was disconnected and then re-photographed and transferred to navigation. It occurred intra operatively and there was no delay to the case. No reported impact to the patient.